Event description:
It was reported that during an unspecified treatment procedure, a non bsc pressure wire was damaged and removal difficulties were encountered. A non bsc pressure wire was "pre-shaped" and damaged while attempting to introduce the wire through the insertion tool. A second non bsc wire was "pre-shaped" and then was advanced through the insertion tool with resistance. The distal shape of the non bsc pressure wire was changed and the wire was damaged. This wire was used and became stuck in the wall of the right coronary artery. An unspecified compliant balloon was used to free the wire and the balloon and wire were removed as a unit intact. Another pressure wire was used, but not "pre shaped" and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).